Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer was able to load a new cartridge and continue to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.